Event description:
It was reported that a minimum fill notification occurred after the cartridge was loaded with 230 units of insulin. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.